Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The nurse from (B)(6) reported that the customer obtained a blood glucose reading displayed as "hi", indicating that the reading was above 33.3 mmol/l on his contour xt meter. The customer had no symptoms of hyperglycemia. The nurse performed a repeat testing with the test strips from same lot (8bpef10a) and a new contour xt meter obtaining another hi reading. The nurse performed another repeat testing with the new meter and the test strips from new vial obtaining a reading of 9.3 mmol/l. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation.

Manufacturer narrative:
The customer returned the suspected product. The customer's returned meter was tested with the customer's returned test strips from lot # 8bpef10a and the results were outside the expected range. The returned meter was also tested with the in-house test strips from the same lot and all results were within the expected range. The results from the returned test strips were all "hi", indicative of readings above 33.3 mmol/l. The returned test strips and in-house test strips were both physically examined under a microscope and no physical difference was observed between the returned test strips and the in-house test strips. For both returned and in-house test strips, the black reagent circle was intact and there was no apparent color change. The high results with the returned strips were potentially caused by the strips being exposed to high humidity/temperature after they left the manufacturer's control. High humidity/temperature exposure can lead to strip reagent degradation and low reactivity with glucose.

Manufacturer narrative:
Upon further investigation, it was found that the customer's returned test strips recovered with a high bias on both control solution and with blood due to the exposure to a reducing gas/mishandling by the customer. The returned test strips also gave "hi" readings, indicative of readings above 33.3 mmol/l with the reference meter.